Event description:
The consumer reported that the patient was unsure if their implant was still providing therapy. Now the patient only took 1 pill per day and thought their gastroparesis was now minimal. Since implant the patient had a triple bypass surgery, kidney transplant, and open heart surgery and any of these could have contributed to their gastroparesis symptoms. The patient's stomach seemed to be doing well now. The patient thought they were told at some point that their leads may have disconnected. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.